Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The operating currents are normal, no unexpected battery out limit alarm and no unexpected numbers ramping or scrolling during our testing. The insulin pump has case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's spouse reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer took the battery out and received a battery out limit alarm. Customer did not have the battery out of the pump for more than 10 minutes to try to clear the button error alarm. Customer cannot get off the screen and the buttons will not respond. Caller stated that the numbers were scrolling by themselves. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.